Event description:
It was reported that lead had a potential fracture and had seven episodes of noise that triggered the lead integrity alert. It was also noted that the lead had 80 sensing integrity counts in one day. The noise looked like it could have been physiologic oversensing of fractionated electrograms due to a poor electrical signal at the lead location. Initially, the lead sensitivity was increased but the noise and oversensing continued so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we received performance data collected from the device and have analyzed the data. Oversensing was noted with two lead failure predictor high rate non sustained episodes less than or equal to 182 ms average ventricular cycle on (B)(6) 2012. Sensing - interference/noise was noted with ventricular short interval count equal to 80 counts, in 0.86 day, between (B)(6) 2012. A lead integrity alert triggered with two patient alerts for lead failure predictor on (B)(6) 2012. A partial lead was returned in segments and analysis found that the proximal conductor was fractured. The distal and defibrillator conductors were distorted and cut. The proximal conductor was cut. Several conductors had blood/body fluid (not obstructed). The inner insulation was kinked buckled and breached cut. The outer tubing overlay was kinked/buckled, melted, had cosmetic environmental stress cracking and was breached cut. The inner insulation was breached cut. The outer insulation was breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism and visual analysis noted that the lead was stretched.